Event description:
We received an allegation of questionable high results for 1 patient sample tested with phosphorus assay on cobas 6000 c501 module serial number (B)(4). On (B)(6) 2023 the customer ran 1 patient sample and initially resulted in phosphorus value of 5.5 mg/dl and upon repeat on another analyzer the phosphorus value was 1.5 mg/dl. No incorrect results were reported outside the laboratory.

Manufacturer narrative:
The field service engineer visited the site and checked the module according to the troubleshooting guide. The reagent issues were excluded as the correct rerun was performed with the same reagent. The engineer readjusted the outside rinse for the reagent probes. Precision studies and qc were performed and they were within specifications confirming that the test and the module were running to specifications.